Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited the acoustic lens had a chip and there was insufficient adhesive in screw holes of distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, the definitive root causes of the identified issues could not be determined. However, the chipped lens was likely, due to physical stress caused by falling or hitting a hard surface/object. Olympus will continue to monitor field performance for this device.